Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced power spikes on (B)(6) 2020. Log file analysis confirmed the power events and noted a low speed advisory on (B)(6) 2020. The site expressed concern for pump thrombosis. Additional information was requested but not provided.

Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusions: review of the submitted system controller log file data confirmed the reported elevations in pump power. A couple of the high power values were associated with a low speed event and appeared consistent with something potentially passing through the pump; however, thrombus could not be confirmed and a specific cause the elevations in pump power and reduction in pump speed below the low speed limit could not be conclusively determined through this evaluation. It was reported that the patient called the center with power elevations up to 11.7 watts the evening of (B)(6) 2020. The account was reportedly concerned for pump thrombosis. The submitted system controller log file contained data from (B)(6) 2020 12:05 pm ¿ (B)(6) 2020 8:46 am and showed that pump power appeared to remain overall stable in the range of about 5.0-6.5 watts until (B)(6) 2020 at 1:45 pm when elevations in pump power began to occur, the majority of which were above 10 watts. On (B)(6) 2020 at 2:04 pm, a transient reduction in pump speed to 4360 rpm (4240 rpm below the low speed limit) was captured, resulting in low speed advisory alarms. Slightly reduced average pi values were noted during the reduction in speed. The low speed event occurred while the system was connected to battery power. A specific cause for the low speed event could not be conclusively determined through this evaluation; however, significant pump power elevations occurred shortly before the event, pump power then increased to a peak of 19.9 watts during the event, and a reduction in power was noted following the event, suggesting that something, possibly a thrombus, may have potentially passed through the pump. Following the brief low speed event, the pump appeared to operate as intended and no atypical alarms were captured throughout the remainder of the log file data; however, intermittent elevations in pump power associated with pi events continued to occur. Additional information provided by the account on (B)(6) 2020 indicated that the center did not plan to perform a pump exchange or explant. It was later reported on (B)(6) 2020 that thrombus was not confirmed. A CT scan and echocardiogram were performed and showed no indication of thrombus. There were no changes to the patient¿s condition or anticoagulation status that may have contributed to the event. The pump speed was reportedly increased from 9200 rpm to 9400 rpm. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The heartmate ii lvas IFU lists device thrombosis and peripheral thromboembolic event as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii lvas IFU lists device thrombosis and peripheral thromboembolic event as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. In addition, section 6 (under "anticoagulation") outlines the recommended anticoagulation regimen that should be maintained for patients using the heartmate ii lvas. The IFU provides an explanation of each of the pump parameters (including pump speed, power, and flow) in sections 1 "introduction" and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Gradual power increases (over hours or days) may signal thrombus deposits inside the pump. Depending on the speed of the pump, power values greater than 10 to 12 watts also can indicate the presence of a thrombus. Abrupt changes in power should be evaluated for cause. In addition, this section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Any increase in power not related to increased flow (such as thrombus) causes erroneously high flow readings. Section 4 addresses pi events as well as potential causes and also explains how to determine the optimal fixed speed and low speed limit for the patient. In addition, section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 "alarms and troubleshooting" outline all system alarms, including the low speed operation advisory, and the appropriate actions associated with them. The heartmate ii lvas patient handbook outlines all system controller alarms and the appropriate actions associated with them in section 5 "alarms and troubleshooting". In the event of a low speed operation advisory alarm, the user is instructed to call their hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.